Event description:
It was reported that a flogard infusion pump experienced a battery low alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected. The reported condition of a low battery was confirmed. The cause of the reported condition was due to a defective battery. To correct the issue the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.